Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, air was aspirated into a syringe that connected to the extension tube of the introducer. This occurred after inserting the introducer into a patient but before inserting catheters into the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.